Manufacturer narrative:
One complaint bi was received. Ci disc is yellow, cap pressed down, purple staining on label, vial is crushed, and yellow media is present. The blue staining is indicative of a media released during sterrad processing from a broken ampoule.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. Trending analysis by lot number was reviewed from 03/27/2017 to 06/28/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Sixteen (16) RMA unused bis, two (2) used as controls, were submitted for functional evaluation. Functional specification was met with 0+/14 bis. Retains evaluation was performed: thirty-two (32) retains product bi samples were submitted for functional evaluation per (B)(4). Functional specification was met with 0+/32 bis. Additionally, no physical bi damage and/or leakage was observed following sterrad® processing. The assignable cause of the suspected bi issue is likely due to user error since the user incubated a bi that was found with a broken ampoule after sterrad processing. A customer letter was sent to address the user error. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4). ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Initial reporter phone: (B)(6).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result is negative. The affected load was released for use on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.